Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a prolapse repair procedure performed on (B)(6) 2017. According to the complainant, during deployment of the capio device, the needle detached from the suture and was found in the device. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The condition of the patient post procedure was fine.